Event description:
Three patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Initial ft3 results 15.4 pg/ml, repeat 2.90 pg/ml; initial tsh result 0.933 uiu/ml, repeat 4.59 uiu/ml. Field service representative determined root cause to be mixing paddle that was bent and off center which was replaced. Performance tests were performed.

Event description:
Three patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Initial ft4 result 7.36 ng/dl, repeat 0.989 ng/dl; initial tsh result 1.090 uiu/ml, repeat 6.17 uiu/ml. Field service representative determined root cause to be mixing paddle that was bent and off center which was replaced. Performance tests were performed.

Event description:
Three patients with discrepant results. Initial results reported. No adverse events reported in association with the incorrect results. Initial ft4 result 6.15 ng/dl, repeat 0.941 ng/dl; initial ft3 result 14.8 pg/ml, repeat 2.81 pg/ml; initial tsh result 0.876 uiu/ml, repeat 2.80 uiu/ml. Field service representative determined root cause to be mixing paddle that was bent and off center which was replaced. Performance tests were performed.